Event description:
It was reported that the customer had low blood glucose readings of nearly 30 mg/dl. It was noted that the customer's blood glucose readings have dropped for the third time after taking medications. Customer stated that they were in the hospital due to an amputation and not for his diabetes. Customer's blood glucose reading at the time of the call was 90 mg/dl and declined any troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.